Event description:
Customer reportedly noted during a pm that the n2o flowed with the main switch turned off. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.